Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as serious injury. After review, it was determined that the customer reported only product problem. The following correction has been updated in this report. In box b: adverse event/product problem as product problem corrected. In box h: type of reported complaint as product problem to reflect the correct information.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information death, pulmonary damage/inflammatory response, kidney damage, headaches and chronic sinus infections. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.